Manufacturer narrative:
The device history record for this lot number was reviewed. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring separation force is within specification. According to the device history record, the device met specification prior to market release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during anastomosis with a gem flow coupler that one of the rings slipped out of the wing jaw assembly. The implant of the flow coupler was aborted. The implant was cut out and a gem coupler was successfully implanted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.